Event description:
The customer reported a proximal pressure line disconnect alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 11oct2019. The manufacturer's field service engineer (fse) confirmed the reported proximal pressure issue. The fse replaced the defective air and o2 flow sensor assembly to address the reported problem. The unit passed leak tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019.

Event description:
The customer reported a proximal pressure line disconnect alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.